Manufacturer narrative:
The glidescope core smart cable was returned to verathon for evaluation along with a glidescope core 10-inch monitor. A verathon technical service representative evaluated the returned core smart cable and core 10-inch monitor and was unable to confirm the image failure issue. The video image was normal when the customer's core smart cable and core 10-inch monitor were connected to test equipment. The glidescope core smart cable and glidescope core 10-inch monitor were returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope core smart cable, the video feed kept freezing and going black. A delay in the procedure of between 5 and 10 minutes occurred as a back-up glidescope core 10-inch device was obtained. No harm to the patient or user was reported.